Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was experiencing a shocking sensation around the implanted neurostimulator. The patient's representative initially reported that the sensation began that morning; however, upon further discussion, it was determined that it had occurred infrequently approximately one month earlier. No environmental, external, or patient-related contributing factors were identified. The device was reportedly turned off by a family member. The manufacturer representative stated that impedance checks were planned for a later date on (B)(6) 2026, and the issue was not resolved at the time of this report. The healthcare professional had no additional information available.

Event description:
Additional information was received from the manufacturer representative (rep) reiterating patient reporting sensation of shocking coming from their scalp, back and implantable neurostimulator (ins) at random times when laying down. Troubleshooting was done including, testing impedances and palpating. All impedances appear within normal range and the rep did not feel any pulsing in any of the reported spots. They were unable to replicate the shock feeling during the troubleshooting session. Patient reported that typically when they feel this sensation they must turn off the implanted device for the shocks to go away and then when turning it back on everything is back to normal. Cause remained unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.